Manufacturer narrative:
Physician programmer: model# 8840, serial# unk, catheter distal spinal segment: model# 8598a, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk, distal catheter: model# 8598, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk. Catheter: model# 8596sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was revised; the distal section was replaced. The bridge bolus was calculated incorrectly. It was indicated that the patient felt comfortable after the final programming. The pump was delivering morphine.

Event description:
Additional information: it was reported that there was no issue in regard to programming the bridge bolus. The reporter stated the programming went well and the patient had not adverse effect. The patient had the catheter replaced on (B)(6) 2012. The patient "had other medical co-morbidities that prevented her from having surgery right away". The patient was given "a couple of increases" and she had no effect or pain relief. A problem was not identified so the doctor decided to replace the catheter at the distal section. The op report stated that there was no flow back because the catheter was occluded. The pump was turned down after replacement and was at minimal rate during patient transfer to another facility following surgery. The patient recovered and was receiving effective therapy following the replacement.